Event description:
It was reported that a merlin transmission reported lead noise reversions, but these episodes were not stored in electrogram. The pt was not set up to have episodes and the physician determined the diagnostics to be cumulative. Episodes were unable to be reviewed and an invalid message was seen.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.